Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 24mm amplatzer septal occluder (asd) was chosen for implant using a 10f amplatzer torqvue delivery system. While navigating the device into the defect it was noticed that the device had a deformation. There were no adverse patient effects at this time. The device was replaced with a 26mm asd due to the non-availability of the 24mm asd at the facility. While attempting to navigate the 26mm asd the patient experienced a cardiac tamponade. The patient did not experience a pericardial effusion prior to this. The procedure was abandoned and no device was ultimately implanted. The patient was transferred for further cares.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined, however is consistent with use of larger sheath, as use of a larger sheath may influence deformations of the device. Please note that per the instructions for use, the minimum recommended size delivery system for use with a 24mm septal occluder is an 10f.